Event description:
It was reported that the universal modular electric/battery double trigger handpiece was broke. Additional clinical follow up with the customer indicated that the device was making a humming or a buzzing-type sound and the device become non-functional at this point. The customer is acutely aware of the reset procedure, which in this case, failed to resolve the reported event. There was no harm, injury, delay, extended surgical time, or medical/surgical intervention, and the facility has other power equipment sets available for immediate replacement.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.